Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What surgical procedure was performed? Were there any issues experienced with the device in the initial procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? What was done during the reoperation? Can a detailed timeline of events, operative notes, or an autopsy report be provided? Is it the surgeon¿s routine to leave drains or was this a special circumstance? Was prophylactic anticoagulation therapy used after the initial procedure? Does the surgeon correlate the issues experienced with the device to the patient death? If so, why? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that customer used the device on a cancer patient. Patient was described to be relatively healthy. Date of surgery is not confirmed but as we understood it was performed 26th of march. Six hours after surgery they discovered stool in the drains. Patient was re-operated. They discovered a 1.5 cm opening in the anastomosis staple line. Patient died of lung emboli within 24 hours after re-operation. We are waiting for more details from the hospital.